Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. The customer contacted primary care provider for an alternate method of insulin therapy.